Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the original date of surgery was approximately 1998. Srom stem and pfc cup. Revised due to eccentric wear. Head up-sized from a 28+3 to a 28+6. Doi: (B)(6) 1998; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.